Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an orthopedic surgical procedure on (B)(6) 2016 and the reservoir was connected to a drain. During the procedure, a reservoir swelled up although did not flapped up. There was no adverse patient consequence reported. No further information provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.